Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 46 mg/dl at the time of the incident customer was at the beach and had her pump in her bra. Customer treated with water and 4 glucose tablets. Customer stated that she felt that her blood sugar was low and when she went to check, she received a button error alarm. Customer treated for the low blood glucose and when she got to the car, she noticed that the buttons were not responding anymore. Customer's blood sugar was then 141 mg/dl. Customer changed the battery when she got home and the alarm was never cleared. Customer stated that she was low due to her exercising a lot today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.